Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during a flap creation, after proper suction was achieved, the eye rolled and the flap became decentered. The doctor was very upset and angry. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No technical problem was found in the logfile. The field service engineer checked the voltage, vacuum, plugs and tubing and ec and objective weight and no problem was found. Per clinical application specialist a loosened conjunctiva in combination with small iris diameter could be a cause for the reported event. If there is a proper vacuum applied and the patient strongly rolls the eye the vacuum breaks and the laser stops. No technical root cause was identified. The most likely root cause is a eye movement that caused a loose conjunctiva in combination with small iris diameter. (B)(4).